Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 280 mg/dl while wearing the pod less than 1 hour. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, no treatment information given.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Pod download data returned 0x12 (18) hazard alarm generated, indicating a reset caused by low voltage detect. Generation of hazard alarm deactivated the pod. The actual cause of the reported alarm could not be determined. Shelf mode current was found to be slightly higher than the specification limit. It could not be determined if it linked to the reported hazard alarm generation. Investigation of the pcb assembly found damage to the green film coating near the plated hole, just above the bluetooth low energy system on chip (ble soc). It could not be determined if it contributed to the high shelf mode current of pcb assembly.